Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The fse evaluated the iabp unit and replaced battery #2 to resolve the issue. The customer elected to only replace one battery at this time. The iabp unit passed all functional and electrical safety tests according to factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
During preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was automatically shutting down while running on battery #2, during battery run time test. There was patient involvement, thus no adverse event was reported.